Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2019 and suture was used. The suture broke during knot tying. Changed another one to complete. There was no adverse event on patient reported.